Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, there was no damage to the battery cap or compartment and no moisture or corrosion to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/13/2014. Device evaluation: the device has been returned and evaluated by product analysis on 05/02/2014 with the following findings: the pump powered on with the returned battery cap which was able to be fully tightened, and a power loss was not observed. The battery cap height and width measurments were within specifications. A battery compartment crack was observed below the grip pad. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. The pump case was removed and there was no evidence of moisture or loose components inside the pump. There was one unexplainable power reset event observed in the black box on 03/24/2014. Unrelated to the initial complaint, the display was observed to be dim and discolored.